Manufacturer narrative:
Concomitant medical products: 8886848813, 8886848813 laproclip 2x12 x10, (lot #p202404000863-1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cholecystectomy, after using two clips on the blood vessel, the clip did not hold tightly to the vessel and detached; the bleeding did not stop. A 3rd clip was used to stop the bleeding.